Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process. Which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. See scanned page.

Event description:
Boston scientific received info that this transvenous right ventricular lead had exhibited loss of capture leading to surgical intervention. The pt had been hospitalized due to heart failure symptoms during which the inappropriate lead performance was identified. This lead was surgically abandoned and is not expected for return to boston scientific.